Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - (B)(6)), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit and resolved the issue by unstuck the power cord. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a

Event description:
It was reported that during pre-use check, the cable of the cardiosave intra-aortic balloon pump (iabp) unit is stuck. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.